Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in section h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The valve was removed from the esheath by engineering. Upon visual examination it was observed that two frame struts were bent outwards at the inflow side. The valve was expanded by engineering during pre-decontamination process and the struts corrected on expanded valve. Due to the nature of the complaint, no applicable functional testing or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided and evaluation of the image revealed the crimped valve stuck in the sheath distal hub and one frame strut punctured through the shaft and strain relief. The complaint for frame damage was confirmed based on the evaluation of the returned device and the provided imagery. Available information suggests procedural factors (device handling, push force) likely contributed to the event as it was reported that resistance was encountered while advancing the commander delivery system with crimped valve through the sheath. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks or scratches. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage, kinks or scratches. When combined with non-coaxial advancement trajectories, these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with the crimped valve struts. Under such conditions, the valve frame is susceptible toward sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliate from germany, a 26mm sapien 3 ultra transcatheter heart valve implant procedure was performed in aortic position by transfemoral approach. During procedure, the commander delivery system with crimped valve got stuck in the esheath+ blue portion and one valve stent strut was breaking through the esheath+. All the devices were removed as one unit. A second system was used without any issues. The patient was stable post-procedure and no patient injury occurred.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.